Event description:
Boston scientific received information that during the implant procedure, the helix on this right atrial (ra) lead did not extend with 8-10 turns. More turns were applied, without success. The lead was removed from the patient's body and the helix appeared functional. However, when the lead was positioned again, the helix still did not extend. It was reported that the tool was rotated slowly, up to 50 turns. A new lead of the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. A stylet was fully inserted into the lead. No tool marks were noted on the terminal pin. The outer conductor coil was compressed at 15.5 cm from the terminal pin; this did not appear to interfere with the inner coil and was likely caused by handling during the procedure. The helix was fully retracted, and dried blood was noted on the helix and within the helix housing. Electrical testing was performed and the lead was not electrically continuous. An x-ray was performed and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.